Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system's leads were suspected to be infected. It was also noted that the right atrial lead was undersensing during stored atrial tachycardia/atrial fibrillation (at/af) episodes. The system remains in use. No further patient complications have been reported as a result of this event.